Event description:
Additional information received from legal on 04-dec-2023. Legal case ¿ USA (B)(4), patient ID: (B)(6), related (B)(4). 8. Plaintiff was implanted with the following exactech device: truliant 9. Leg in which the exactech device was implanted: left 10. Date the exactech device was implanted: (B)(6) 2018 11. State in which the exactech device was implanted: (B)(6) 12. Date the exactech device was surgically removed/revised: (B)(6) 2023 13. Plaintiff has suffered the following injuries and complications as a result of this exactech device: the plaintiff has suffered from pain, stiffness, discomfort, and weakness which in turn negatively affected plaintiff¿s mobility and quality of life. Plaintiff was required to undergo a revision surgery along with the resultant period of pain following surgery, recuperation, rehabilitation period and physical therapy. Plaintiff¿s ability to perform normal physical activities such as walking and standing has been consequently limited. The patient has filed a short-form complaint in a multidistrict litigation titled in re: exactech polyethylene orthopedic products liability litigation, (B)(4), and pending in the (B)(6). Per the transfer order creating this multidistrict litigation, ¿plaintiffs¿allege that their knee or hip replacement devices. Failed prematurely because of degradation of the device¿s polyethylene component, which resulted in the premature removal (or planned removal) of the prosthesis at issue.¿ because the patient has filed a suit in this multidistrict litigation, the patient appears to allege that the patient was injured as a result of premature wear of an exactech polyethylene device. Original description summary: legal case - USA, patient ID: (B)(6), refer to (B)(4). As reported via legal documentation the patient had a left knee replacement on (B)(6)2018. Approximately 4 years and 6 months after the initial procedure the patient had a left knee revision on (B)(6) 2023. There is no other patient demographic or medical history available. There is no device return. There are no photos or other images of the device provided. No additional information is available. Revision op report on (B)(6) 2023 diagnosis: failed left total knee due to premature poly wear and osteolysis. There was found to be a clean wound with clear synovial joint fluid. There was a grossly loose femoral component with no adherent back side cement. There was a severe amount of osteolysis on the distal femur. There was a partially loose tibial component with a moderate amount of proximal tibial osteolysis. There was a well-fixed patellar component. There was a severe amount of extraneous synovial tissue and complete synovectomy was performed. The patient was awakened and transferred to recovery in stable condition. As directed by qa management: this legal complaint for polyethylene issues occurred in the us. The event did not occur in, nor is it reportable for australia, brazil, canada, eea/EU, japan, taiwan, or great britain, excluding northern ireland. Therefore, only the us reportability determination will be assessed. Not affected by recall ebi initial surgery attached. Historical record & smartsolve searched for sn/patient name with no results. Revision op report attached.

Manufacturer narrative:
The device was not returned for evaluation and no medical or other records containing treatment information or patient information have been received; therefore, the reported event cannot be confirmed, nor can the circumstances or potential causes or contributors to the alleged event be evaluated. Should additional, material information become available that permits more analysis or conclusions, a supplemental report will be filed accordingly. D10 concomitants: (B)(6), 02-020-11-0230 - truliant ps cem fem ps cem left sz 3, (B)(6), 02-012-60-1425 - tru stem ext 14mm x 25mm, (B)(6), 02-022-45-3030 - truliant tib fit tray cem sz 3f / 3t, (B)(6), 200-02-32 - three peg patella 32mm, (B)(6), 204-70-00 - tibial stem ext. Screw.

Manufacturer narrative:
This follow-up report is being submitted to relay corrected information. The following sections were corrected: b5, h4. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
It was reported via legal documentation that approximately 54 months after a left total knee replacement procedure, the patient underwent a revision procedure to address prosthesis wear, discomfort, osteolysis, and pain. Revision surgery operative notes were provided. Patient left the operating room in stable condition. Post operative diagnosis noted wear of the implant. No further issues or complications were reported. No additional information is available."